Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025. Additional information was received from the patient. They called back saying they received a letter from the manufacturer. The agent recorded answers to the questions. 1). The patient said they had a CT scan done that showed patient had a fracture in their back. The patient said they don't know how they got the fracture in their back and said they had not fallen and had not twisted their body. The patient has a nuclear medicine scan on wednesday and had a doctor lined up to "touch up the crack (fracture)" in their back. The patient said that the stimulator still wasn't working like it normally should and that they had not seen their doctor about the interstim yet. Th patient said normally they only see their managing doctor once a year and they didn't know if insurance would pay for an extra visit.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor, urinary dysfunction/sacral nerve stim. It was reported that the reason for the call was the patient said their doctor wanted the patient to get an MRI but the doctor's office told them that they wouldn't be able to get a full body MRI with their current system. Patient services reviewed MRI compatibility information. The patient said their stimulator still helped with their symptoms and told them when to go to the bathroom. The patient said that it kind of felt like the implant had moved and the implant felt like a knot under their skin. Patient services redirected the patient to their doctor.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.